Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller pin was broken. The device was returned to the biomedical department for a report of, the pump doesn't work.. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller pin was broken. No add'l info was provided.